Manufacturer narrative:
The device returned with a longitudinal crack on the front of the luer. The distal section of the crack appeared to curve in towards the wing of the luer. A longitudinal hairline crack was evident on the back of the luer. The device was unable to inflate due to the crack on the luer. The balloon folds remained intact. No contrast was evident in the inflation lumen. No other damage was evident to the remainder of the device. An image provided is of the luer of a device. There is a crack visible on the luer. The lot number printed on the luer corresponds with the lot number reported. An image provided is of an nc sprinter 3.5mm*15mm shelf carton. The lot number on the shelf carton corresponds with the lot number reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Two nc sprinter rx balloon catheters 3.5 x 12mm & 3.5 x 15mm were attempted to be used. The lesion was in the prox to mid lad and had stenosis. The lesion was long in a vessel that had re-canalised. The vessel itself was not tortuous but was moderately calcified. The lesion had been pre-dilated and the stent deployed before post dilatation. The stents used were both resolute onyx, 3.0 x 22mm & 2.75 x 38mm. An attempt was made first to use the 3.5x15mm nc sprinter. The 3.5x15mm nc sprinter was removed from package and hoop. The 3.5 x 15mm was prepped as usual with no defects noted. The device was inspected prior to attaching the luer to the non-medtronic inflation device, with no issues noted. It was reported the 3.5x15mm device made a funny noise when connecting to the non-medtronic inflation device. Photo provided indicates a crack on the hub material. The crack was not noted prior to attaching the luer of the nc sprinter to the inflation device. Pressure was performed and all seemed ok so the 3.5 x 15mm device was entered into the patient. The 3.5x15mm device did not pass through a previously deployed stent. It was reported that the 3.5x15mm device was introduced into the patient but failed to cross the lesion. On attempt to inflate the 3.5 x 15mm device, nothing happened. No patient injury was reported. The second nc sprinter device used was 3.5 x 12mm. This device packaging was intact and undamaged. No issues noted removing the 3.5 x 12 mm device from the hoop. The 3.5 x 12 mm device was inspected with issues. It was reported that the hub of the 3.5x12mm device was split. This was noted during prep. The 3.5x12 mm was prepped the same as the 3.5 x 15mm device. When the 3.5 x 12mm was connected to the non-medtronic indeflator, the device made same noise. The balloon was disconnected from the non medtronic indeflator, the cracked hub was noticed. The device was not used in the patient. A y-adaptor was not used with either device. The devices were directly attached to the indeflator. It was reported a syringe or other device was attached to the hubs to perform negative purge of the system prior to attempted use of the devices. It is not thought that the inflation device/stopcock or syringe may have been over-tightened when being attached to the hub of the device(s), during preparation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.